Manufacturer narrative:
Upon further review, the device information is being updated to reflect the information received on 1/nov/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis summary: visual analysis of the device indicates no defect observed to syringe.

Event description:
Company representative reported on behalf of a healthcare professional that a juvéderm® ultra xc syringe was, "malfunctioning". Healthcare professional later clarified that with one syringe of juvéderm® ultra xc, the ¿needle hub popped off¿ during injection. Patient contact was made. No injuries occurred. The packaged needle was used for injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions: 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Company representative reported on behalf of a healthcare professional that a juvéderm® ultra xc syringe was, "malfunctioning". Healthcare professional later clarified that with one syringe of juvéderm® ultra xc, the ¿needle hub popped off¿ during injection. Patient contact was made. No injuries occurred. The packaged needle was used for injection.